Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. An urgent medical device correction (97003015-fa) was delivered to physicians in may 2023 communicating the potential for superion indirect decompression system (ids) driver instrument tip breaks to occur with use of excessive force during the implant procedure. Driver tip damage may be readily detected via visual, audible, and/or tactile signals. The device returned for analysis and a visual inspection found that the end of the driver was damaged, and the tip of the driver was completely sheared off. The field return samples from complaints spike were sent for scanning electron microscopy (sem) analysis, material composition, and hardness testing. The analysis results indicate the failure is associated to presence of excessive hydrogen in the instrument material. Additionally, a review of the instructions for use (IFU) was performed and it did not reveal any anomalies as it states that excessive stress on instrumentation should be avoided and do not use an instrument that is visibly damaged, among other risks associated with the procedure.

Event description:
It was reported that during the deployment of the superion indirect decompression system (ids) implant procedure the driver broke. The broken fragment of the driver and implant were removed, and a new driver and implant were deployed successfully. The patient was not reported to have experienced any complications.

Manufacturer narrative:
The device returned for analysis and a visual inspection found that the end of the driver was damaged, and the tip of the driver was completely sheared off. The field return samples from complaints spike were sent for scanning electron microscopy (sem) analysis, material composition, and hardness testing. The analysis results indicate the failure is associated to presence of excessive hydrogen in the instrument material. Additionally, a review of the instructions for use (IFU) was performed and it did not reveal any anomalies as it states that excessive stress on instrumentation should be avoided and do not use an instrument that is visibly damaged, among other risks associated with the procedure.

Event description:
It was reported that during the deployment of the superion indirect decompression system (ids) implant procedure the driver broke. The broken fragment of the driver and implant were removed, and a new driver and implant were deployed successfully. The patient was not reported to have experienced any complications.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. An urgent medical device correction (97003015-fa) was delivered to physicians in may 2023 communicating the potential for superion indirect decompression system (ids) driver instrument tip breaks to occur with use of excessive force during the implant procedure. Driver tip damage may be readily detected via visual, audible, and/or tactile signals. The device returned for analysis and a visual inspection found that the end of the driver was damaged, and the tip of the driver was completely sheared off. The damage to the driver was sufficient to prevent functional testing. The field return samples from complaints spike were sent for scanning electron microscopy (sem) analysis, material composition, and hardness testing. The analysis results indicate the failure is associated to presence of excessive hydrogen in the instrument material. Additionally, a review of the instructions for use (IFU) was performed and it did not reveal any anomalies as it states that excessive stress on instrumentation should be avoided and do not force deployment or implant breakage or damage to bony structures may result. It also states to carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use confirm that no broken fragments are retained in the patient.

Event description:
It was reported that during the deployment of the superion indirect decompression system (ids) implant procedure the driver broke. The broken fragment of the driver and implant were removed, and a new driver and implant were deployed successfully. The patient was not reported to have experienced any complications.